Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The vascular access site was the right femoral artery (rfa). The target lesion was located in the distal right coronary artery (rca). A non-bsc jr4 guide catheter along with a choice pt extra support guide wire were advanced to the lesion site. Next a taxus liberte¿ 3.0x16mm stent was advanced over-the-wire (otw) but did not cross the lesion in the distal rca. It was noticed at this point that there was an unspecified stent already placed in the mid rca. The stent delivery system (sds) was withdrawn and barely able to get outside of the guide catheter. The physician then tried again to advance the taxus liberte¿ stent but the tip of the stent continued to bump against the proximal edge of the previously placed stent. At this point, an al1 side whole guide catheter was advance along with the same wire and again tried to advance the taxus liberte¿ stent across the lesion but was unsuccessful. The sds was withdrawn from the patient and it was then noticed the stent was not on the delivery balloon. The stent was observed in the rca just proximal to the previously placed stent. A non-bsc 2.0x20mm balloon was introduced and put through the dislodged stent which resided in the rca. When advancing the non-bsc balloon, the physician lost the guide wire and guide catheter became unseated. A new fr4 guide catheter was then deep seated and a new choice pt guide wire was placed under the dislodged stent. Next a non-bsc 1.5x15mm balloon was advanced through the dislodged stent and dilated the stent up against the proximal rca wall. A non-bsc 3.5x20mm balloon along with another non-bsc 3.5x23mm balloon were used to again crush the stent against the rca wall. The procedure was then completed with another of the same device. No patient complications were reported and the patient status is reported as ¿ok¿.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Per the clinic, the device was explanted due to improper placement of the electrode. The results of an x ray indicate the device was not intra cochlear. The device was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Event description:
The event was learned through receipt of the device under complaint number (B) (4). Reportedly, the device was received through returned goods. Through investigation, it was determined that the received device was implanted on (B) (6) 2001 and explanted on (B) (6) 2010. Implant duration was approximately 103 months. On (B) (6) 2010 (through the health-care provider), it was learned that the device was explanted due to mitral regurgitation. The device serial number was known after the device was dismantled.

Manufacturer narrative:
Evaluation summary: tears are detected in the belly region of the right coronary leaflet and the left coronary leaflet. The valve tissue exhibit thickened, opaque and swollen fiber bundles. Host tissue overgrowth fused the free margins of all three leaflets by approximately 2-4mm. Host tissue is heavy at the tissue inflow and the tissue outflow. However, due to the multiple tears, host tissue encroachment onto the tissue cannot be measured. Yet, because of the heavy host tissue presence, it is possible that host tissue overgrowth contributed to stenosis. No inconsistencies detected in the x-ray (model# 6625 - valve dismantled (B) (4) ) this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from (B) (4) sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.